Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 497 to 522 mg/dl. Troubleshooting found that the cannula was bent but that the pump did not alarm no delivery. Troubleshooting found that the customer followed up with their endocrinologist and declined high blood glucose troubleshooting. No further details provided.